Manufacturer narrative:
(B)(4). Concomitant medical products: serial # (B)(4), product ID 97740, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (con) for chronic low back pain and spinal pain. It was reported that the patient was unable to power up their programmer. The patient mentioned that the programmer had issues before it stopped powering on. The patient reported it would turn on only sometimes, screen would glitch and they couldn't get it to pair with their ins. The patient reported they were unable to turn on their ins and indicated implant would shut off at random for about 6 months so they weren't feeling stimulation. The patient met with a manufacturer representative but programmer was not powering on so was advised to get a new programmer then they would meet with them. No symptoms were reported. No complications reported and/or anticipated at this time.